Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot#: j0421757v, implanted: (B)(6) 2004, product type: lead. Analysis of the ins (s/n (B)(4)) found the ins battery was at normal end of life and there was no telemetry and no output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient thought implantable neurostimulator (ins) battery would last 10 years. Patient reports her unit has been depleted for at least 4 weeks additional information received reported an operative report for (B)(6) 2006 indicated a replacement of the generator due to ¿malfunctioning interstim generator.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.